Manufacturer narrative:
An event of leaflets not opening and closing as intended was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the device was inspected prior to use and at six month follow-up there was no malfunction. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that in (B)(6) 2024, a 27mm masters mitral mechanical heart valve was implanted. At implant, echo was used to test/observe the valve. In addition, echo was also used at 6-week post-op. The valve was working as intended at both times. The patient's inr has been 2.5-2.7. In (B)(6) 2025, the patient "presented with acute symptoms." Further details on the patient's symptoms were reported as unknown. Echo was performed which showed that the valve leaflets were not opening and closing as expected; no thrombus was observed. Treatment was reported as unknown. The patient status was reported as unknown.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.